Event description:
The customer reported that the screen kept going black in the middle of the case. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.